Event description:
It was reported that the patient underwent a gynecological procedure on or about (B)(6) 1999 and unknown mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted due to incontinence. It was reported that following insertion the patient experienced pain, infection, urinary problems, dyspareunia, foul smelling urine and need for self-catheterization.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.